Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a loose/detached set screw and a set screw with a rounded socket. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after the right ventricular lead was connected to the new device, there was noise and impedances out of range. The lead was reconnected many times, but the issue was not resolved. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.